Manufacturer narrative:
Incorrect implant date input into source document and submitted in previous report. Correct updated implant date attached.

Event description:
Additional information received from patient reported that the healthcare provider (hcp) replaced the lead wire because it was damaged last year. The hcp replaced the implantable nuerostimulator (ins) as well at the time since implant was approaching 5 years at that point. The patient was not able to give a better time frame but said therapy was working at the time.

Manufacturer narrative:
Information references the main component and other applicable components are: product ID: 3889-28, lot# v391131, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead.

Event description:
The patient reported that their prior implantable neurostimulator (ins) was not working like it should. A maintenance check was done and found that "it is better now." The patient also stated that they had a couple of leads replaced in 2014 and the ins was moved. It was noted that the bad lead was fixed, the implant was moved down a little bit, and the pulse side was changed. The patient received another implant on (B)(6) 2014. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.